Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump became hot to touch while charging. Reportedly, the customer was concerned the pump temperature impacted the insulin. The customer's blood glucose level was 400 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.